Event description:
Patient heard a single tone alarm every four hours on (B)(6) 2012 and his next refill was due on (B)(6) 2012. It was then indicated that patient was in the ER and the healthcare provider (hcp) wanted to turn pump off and treat the patient with oral baclofen. Patient reported hearing a different alarm and told ER that he has a "faulty pump". Patient reported to the ER that he had stiffness in his leg and feels that he was not getting adequate relief. The next day, it was stated that the patient was feeling fine now and the pump had not alarmed since he had been there and the hcp was sending him home. The hcp had not spoken to the patient's managing physician as of then and the patient was instructed to come back to the ER if he felt withdrawal symptoms. As of (B)(6) 2012 patient was reported to be at the ER. Per the ER hcp patient was at another ER earlier last night and then came to their ER. Drug delivered via the device was baclofen (unknown).

Manufacturer narrative:
Catheter: model 8709sc, serial#: (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).